Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stonetome¿ was inserted into the target area to perform duodenal papilla incision. After the current was delivered using a high frequency device and a non bsc active cord, it was found out that the stonetome¿ could cauterize; however, it could not incise. The procedure was completed with a non bsc device along with the non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
No failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted. Visual evaluation of the returned device found that the working length of the device was twisted. Functionally, a resistance test was performed and the unit met specifications. The device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a stonetome&#10263;as used in the duodenal papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stonetome was inserted into the target area to perform duodenal papilla incision. After the current was delivered using a high frequency device and a non bsc active cord, it was found out that the stonetome could cauterize; however it could not incise. The procedure was completed with a non bsc device along with the non bsc active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.